Event description:
Upon evaluation by the manufacturer, it was confirmed the lancet does not retract into the multiclix device after firing. No adverse event reported. Requested return of the suspect device and a replacement was sent.